Event description:
It was reported that during a wedge resection procedure, one side of the staple line had malformed staples. The surgeon had to handsew and refire the lung tissue. The procedure was completed with another device of the same product code. There was no pt consequence.